Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer experienced a blood glucose (bg) level greater than 500 mg/dl. The customer will continue to use current pump for insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.